Event description:
(B)(4). It was reported that there was a loss of therapeutic effect and pain at the implant site. The patient was experiencing pain where the stimulator was located. The pain began 2015-(B)(6). She was coming off a drug, reglan, with side effects. She had dental work done and the doctor pre-medicated, but he forgot to call in prescription for antibiotics. 2 days later the patient started with a fever and a day after that the stimulator site began experiencing pain. They did blood cultures and could not find an infection. She had a body scan scheduled next week, a nuclear test where she would go in for 4 days and it would theoretically light up any infection present. It was noted that her initial implant was for low back pain. After implant she did not experience pain when sitting, but the low back pain when sitting had started again. That began over the last 3 days. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).